Manufacturer narrative:
Per -506 initial report. Additional information including post primary and pre revision x-rays, patient age and activity level, patient medical history, operative notes and a detailed patient outcome was requested in order to progress with this investigation, however, not all have been provided and thus there is only very limited information available for this investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. It has been confirmed that the explanted devices will not be returned for examination as they were discarded by the hospital following the revision. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision after approximately 2 years and 10 months due to instability and dislocation.

Manufacturer narrative:
Per -(B)(4) final report: additional information, including post primary and pre revision x-rays, patient age and activity level, patient medical history, operative notes and a detailed patient outcome was requested in order to progress with this investigation, however, not all were provided and thus there was only very limited information available for the investigation. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed, all parts associated with these records conformed to material and dimensional specification. It has been confirmed that the explanted devices were discarded by the hospital following the revision surgery and thus were not available for examination. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision after approximately 2 years and 10 months due to instability and dislocation. Please note: the biolox ceramic liner listed in this report is not cleared for sale or distribution in the USA and this event occurred outside of the USA.